Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported, during a device changeout procedure, this right ventricular (rv) lead displayed high out of range shock impedances when programmed proximal coil to can (183 ohms), and when programmed proximal coil to distal coil. The shock impedance was in range when programed distal coil to can (83 ohms). It was suspected there was an issue with the proximal coil. The decision was made to reprogram the shock vector to distal coil to can. A 1.1 j shock was delivered, and the shock impedance was 54 ohms. A 41 j shock was also delivered, and the shock impedance was 94 ohms. Technical services recommended defibrillation threshold (dft) testing since the vector was changed, but the physician was not in favor of doing so at this time. This rv lead remains in service with the newly implanted device. No additional adverse patient effects were reported.